Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 90 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Pt's follow-up history is unk. A recent CT demonstrated that the stent graft had migrated 1 cm distally with a type I endoleak. At the time of migration, the aneurysm is 6 cm in diameter, and the aortic neck was straight and 26 mm in diameter. The migration and leak was due to aortic neck dilatation. An intervention one month ago with an aneurx cuff was attempted; however, the endoleak is still present. No further intervention is planned at the time of this report. There are no add'l clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
(Secondary intervention) - evaluation results - migration, endoleak. Aortic neck dilatation. Conclusion - aortic neck dilatation.